Event description:
Customer reported noticing a big difference between the sensor glucose readings versus the blood glucose readings. Customer stated that the blood glucose readings are significantly higher than the sensor glucose readings. Customer stated that they consistently receive low blood glucose reading alerts when they are not low. Customer also received a thresh hold suspend alert and the customer was feeling hypoglycemic. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.